Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. No viscoelastic is observed in the device. The plunger and the lens are advanced into the nozzle entry. The plunger is advanced over the lens. The lens is crushed. A plunger override was observed. The root cause may be related to failure to follow the instructions for use. Inadequate viscoelastic was observed in the device. The instructions for use instructs: fill the device until ophthalmic viscoelastic device can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens (iol) implantation that the plunger went over the iol. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).